Manufacturer narrative:
Section d9 was updated. One urisys 1100 urine analyzer us with a serial number of (B)(6) was received for investigation. No strips were returned. The analyzer showed no signs of damage and no abnormalities. The retention material of lot number 80097400 was measured on the customer's urisys 1100 analyzer and on an iu urisys 1100 analyzer with 0-native-urine, a leukocytes-dilution-series, a glucose-dilution-series, a protein-dilution-series, and an erythrocytes-dilution-series. The investigation identified the following: no false positive results were observed. No abnormal results were observed. All materials fulfill the requirements. Product release/stability review: lot number 80097404 had passed all checks during production steps and was released without restrictions. The investigation did not identify a product problem. The cause of the event was consistent with a handling issue at the customer's site (the strip end was not completely pushed under the clip of the instrument).

Event description:
The initial reporter complained of discrepant results for an unspecified number of patients tested with the chemistrip 10 md urine test strip on a urisys 1100 urine analyzer. The samples were initially tested on the meter, and the glucose results were positive. The meter results did not meet the patients' clinical status, as the patients were not sick and with no symptoms. In addition, the results did not correlate with the visual reading of the test strip. The patients were tested on an accu-chek inform meter, and the glucose results were negative. No exact results were provided. The customer was not sure whether the urisys 1100 result or the visual result was correct.

Manufacturer narrative:
The chemistrip 10 md urine test strips' lot number was 80097404 with an expiration date of 30-nov-2025. The qc and calibration were acceptable. The meter and test strips were requested for investigation. The investigation is ongoing.